Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 42 mg/dl. The customer stated that she did not want to troubleshoot and just wants to process return of insulin pump. Customer stated that she wants information documented only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.